Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: related manufacturer reference number: 1627487-2019-07941. Related manufacturer reference number: 1627487-2019-07943. It was reported the patient experienced ineffective stimulation in the patient¿s target pain area of the finger and thumb. Diagnostics revealed low impedances. Reprogramming attempts have thus far been unsuccessful. To address the issue, the physician may perform surgical intervention at a later date.

Manufacturer narrative:
The reported event of ineffective stimulation/invalid impedance was not confirmed through product testing alone. Returned octrode lead passed electrical testing. No root cause was identified for reported event.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-07941; related manufacturer reference number: 1627487-2019-07943.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-07941. Related manufacturer reference number: 1627487-2019-07943. Follow up information identified the physician explanted and replaced one octrode lead with a new lead, resolving the impedance issue. No intervention was performed on the other lead, nor on the ipg.